Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a ventricular arrhythmia the right ventricular (rv) lead exhibited intermittent undersensing and rates were on the border of the ventricular fibrillation (vf) zone. High voltage therapy was not delivered. It was also noted that three external shocks failed and the patient died.